Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses and suffered several unexplained systemic symptoms, including numbness in hands, constant feeling of dehydration, dryness throughout body, inability to lose weight, temperature intolerance, vertigo, shortness of breath, night sweats, difficulty sleeping, hormone imbalance, swollen lymph nodes in armpit area, chronic pain in right breast, chronic neck pain, photo sensitivity, difficulty recovering after exercising, liver issues, headaches, mood swings, anxiety, emotional instability, adrenal issues, and candida. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 05/15/2019, mentor received additional information about the event: - bilateral breast pain was reported. - it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided a picture of the actual implants involved in the complaint. Based on the picture, the implant appears discolored and ruptured. No further investigation can be performed at this time. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Device code 1546 ¿material rupture¿ and 1170 ¿material discolored¿ have been added. Manufacturer¿s reference number: (B)(4).